Manufacturer narrative:
This supplemental report is being submitted to provide additional information. An interview was conducted by olympus with the facility as part of the root cause investigation per CAPA-200735. Although it was reported that the detachment occurred while using the old design of the distal cover (maj-2315), the facility currently uses the new design of the distal cover (maj-2315). When asked to perform a demonstration of attaching the distal cover to the scope, it was observed by olympus that the user successfully performed the following: when attaching (when the distal cover passes over the hook of the distal ring), push the appropriate part of the distal cover to attach it in the correct direction. After attaching, check that the distal cover is free from defects such as cracks, chipping, or severe deformation. After attaching, check that the distal cover is firmly attached by gently pulling/twisting it. However, during the demonstration of attaching the distal cover, it was observed by olympus that the user did not successfully perform the following: before attaching, check that the distal cover is free from defects such as cracks, chipping, or severe deformation. After attaching, check that the distal cover has passed over the hook of the distal ring. Additional observations made and information obtained during the demonstration are as follows: it was verified that the user pressed on the top of the cover with her thumb and checked that there was no crack after attachment. The user stated that she didn¿t check if there was any damage to the cover before attaching to the endoscope because ¿she trusts the product quality.¿ the user stated that she didn¿t check if the cover surely passed over the hook of the distal ring because ¿she completely pushed the cover until the end instead of checking.¿ the user stated that she asks the doctor to check that the cover is securely attached. To prevent the detachment of the distal cover from recurring, the facility educates or continuously educates its personnel about handling methods. All staff received in-service training from olympus. However, during the interview, it was confirmed that the facility did not carefully review and follow the instructions for use (IFU). They also did not adequately inspect the distal cover prior to attachment, nor use care when attaching the distal cover, so that it does not crack. Furthermore, the facility did not reconfirm the correct operation method by contacting olympus or another expert within your facility. The following additional information was obtained during the interview: the old design of the distal cover was found in the patient¿s mouth post procedurally, and the incident only occurred once. The facility educates all personnel involved with attaching the distal cover. In the education, the instruction manual is not used but the verbal communication and hand-on is conducted. Steris bite block with an intermediate latex free strap (48fr, ref#:(B)(4), manufactured by us endoscopy) is used. The distal cover sterilization packs are removed from the product carton and are stored in mobile storage cart. No defect/damage was observed on the distal covers before attaching it to the endoscope. This supplemental report includes a correction to h7 and h9. "Recall" and "z-1292-2021" were inadvertently submitted in the previous submission. These entries are incorrect and have been removed.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation and correction to the initial with information inadvertently left out. Additionally, to provide additional information received from the customer. -reconfirmation of complaint event since the actual product has not been returned, it is not possible to confirm the reconfirmation using the actual product. -operation confirmation olympus confirmed the operation by following the pre-use inspection procedure in section 7.3 of the instruction manual using product of the same structure owned by the hinode factory. As a result, it was confirmed that the distal cover did not come off from the tip of the endoscope. (Lot used for confirmation: h2831) -type test when design changes, olympus evaluate the quality of the design change product and verify that "the distal cover does not come off from the tip of the endoscope during use." -supplier investigation the parts supplier performs a sampling inspection on 3 parts for each production lot. After attaching the distal cover, push and pull loads are applied to the distal cover to confirm that there is no damage such as tearing or chipping, displacement of the attachment position, or drop off. The device history record was unable to be reviewed for this device since the serial number was not provided. However, olympus only releases products to market that meet all manufacturing specifications and final product release criteria. Based on the results of the investigation, it is possible the phenomenon occurred due to the distal cover did not completely get over the hook on the tip of the endoscope. As a result, the attachment was inadequate, and the distal cover was easily removed from the scope. However, the root cause could not be identified the event can be prevented by following the instructions for use which state: see warning column in 7.3 "put your finger onto the center on the top of the distal cover and push the top of the distal cover straight onto the distal end of the endoscope until the hook of the distal ring is completely visible within the opening of the distal cover.¿ "detach the distal cover from the distal end of the endoscope when the distal cover cannot be attached to the endoscope smoothly or any incorrect attaching procedure is noticed. Refer to section 7.5, ¿detach the distal cover¿ for detaching the distal cover. With a new distal cover, repeat step 1 through 4. If the distal cover is not attached properly, it may slip off or fall off the distal end during the examination." Olympus will continue to monitor field performance for this device.

Event description:
The customer confirmed when the distal cover was retrieved from the patient's mouth the distal cover was not damaged. No anti-fog agent applied to the scope lens and no chemicals were used during the procedure that could adhere to the tip of the scope or the distal cover. The user did not detach the cover, the cover fell into patient's mouth. The user did attached the distal cover to the scope and then pull or twist the cover to make sure it does not come off. The doctor pushed firmly until the hook shown in the attached image of the distal ring were fully visible within the distal cover opening.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if additional information is received.

Event description:
An olympus representative reported to olympus, on behalf of the customer, that the distal cover fell off of the evis exera iii duodenovideoscope into the patient's mouth. The distal cover was found missing after the scope had been withdrawn from the patient for an unknown therapeutic procedure and was placed on the table. There were no issues noted before and during the procedure. Multiple requests for information have been attempted. This is related to the complaint under patient identifier (B)(6), which involved the duodenovideoscope.